Event description:
A customer in the united states notified biomerieux of discrepant results associated with vitek®2 gn test kit (reference 21341). The customer had a qc organism enterobacter hormaechei atcc® 700323¿ that failed during streamlined qc during two tries, and the 2nd organism stenotrophomonas maltophilia atcc® 17666¿ failed the first time but passed the 2nd time on the urea well. The test was run a third time and was successful. There was no patient associated with this case, testing was performed on a quality control sample. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
A customer in the united states notified biomerieux of discrepant results associated with vitek®2 gn test kit (reference 21341). The customer had a qc organism enterobacter hormaechei atcc® 700323¿ that failed during streamlined qc for two tries, and the 2nd organism stenotrophomonas maltophilia atcc® 17666¿ failed the first time but passed the 2nd time on the urea well. The test was run a third time and was successful. An internal biomérieux investigation was performed. The biomérieux e. Hormaechei atcc 700323 and s. Maltophilia atcc 17666 internal quality control strains were sub-cultured, and testing included vitek® 2 gn cards from the customer lot (2410243403) and from a random lot (2410069103), in duplicate for each strain. All eight (8) gn cards tested resulted in the expected negative urea reactions, without qc deviations for either strain. Without customer strains or raw data it is not possible to further evaluate the cause of these atypical reactions. Vitek 2 gn cards are performing as expected for these strains and no further action is required. Vitek 2 gn lot 2410243403 met final qc release criteria. This lot passed qc performance testing.